Event description:
A us distributor reported that a battery was displaying a service code.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (service code) was confirmed. As received, the battery would not firmly latch into the monitor due to bent pins in the battery connector. There was no adverse event that occurred related to this issue. The root cause of the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged battery.